Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 24-175 mg/dl. Customer required assistance giving a glucagon injection to address bg level. The customer went to the emergency room and was treated with intravenous fluids of saline. The customer was discharged 90 minutes later with the issue resolved. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and determined the cause of the low bg was customer had been overriding boluses. Cts reviewed all finding with the customer; however, the customer did not acknowledge and maintained allegation. A replacement pump was sent to the customer for customer satisfaction.